Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, after milling the distal femur, the tibia was started to be milled, but at this point the milling cutter started to rotate in fits and starts until it stopped completely. The surgery was completed, without any delay, changing to manual procedure. No injuries were reported.

Manufacturer narrative:
Section d10 was updated. Section h10: the real intelligence robotic cori drill rob10013, sn: (B)(6), used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed and the reported scenario that the burr stopped during the procedure can be confirmed. A functional evaluation was performed, and it was noticed that the burr could not be inserted. The handpiece was then disassembled, and it was found that liquids had entered the interior through the nosepiece. This affected both bearings of the shaft and the drill motor itself, causing the shaft to become completely stuck. The drill motor also failed the hipot test. The drill motor and the bearings were replaced, and a kpc test and a test case were then successfully carried out. The most likely cause for this event is internal damage due to liquid ingress. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case: (B)(4).